Manufacturer narrative:
A full investigation in currently in process as the actual device was returned to the richard wolf (B)(4)) facility on 09/18/2014. Missing/additional information has been requested. No information to report as of 11/06/2014. Richard wolf considers this matter opened. When additional information is received, we will provide FDA follow-up.

Event description:
Richard wolf medical instruments (B)(4) was notified, by one of our distributors, that the device in question had a poor flow. After treatment, doctor notified the sheath was broken. All parts of device were accounted for. No injury to patient or staff reported. Additional information has been requested.